Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and exhibited an alarm and a blank screen. It was found that the printed wire assembly (pwa) was faulty. The pwa was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty pwa.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm with a blank screen. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received stating incident occurred during testing, and the event date.